Event description:
It was reported that from initiation of an aortic valve replacement and ascending replacement procedure, the filtration ability of the device was not as expected, but use continued. Two hours later, the filtration ability dropped significantly. The rotation speed of the ecum pump and pressure adjustment via clamps was implemented to solve the problem. The filtration issue was not solved. Flow was 300 ml/minute. The device was switched for another. (B)(4).

Manufacturer narrative:
Maquet (B)(4) has not received the blood concentrator for evaluation. A supplemental medwatch will be submitted if additional information becomes available.